Event description:
In 2002 I had lasik in both eyes for myopia (prescription about -4.75 both eyes). Right eye came out 20/40 and was subsequently enhanced to 20/15 within 2 weeks. The left eye was corrected so that I could read without glasses (i.e. Monovision procedure). The right eye is fine but requires a -1.75 correction for driving. About 8 - 9 years later I experienced annoying floaters in the right eye and a year after that, an occasional band of flashes that went away in a few days. I thought I had put pressure on the eye sleeping and did not think this was a problem. Last week in (B)(6) 2013, I woke up and noticed a shadow in the lower right part of my eye. I thought I had dust or dirt in the eye and I continued normal activities for a few more days until I got it checked out 4 days later. It was discovered that I had a partially detached retna and I had immediately scheduled for repair the same afternoon (pneumatic retinopexy). Six days later, it appears that the retna is re-attached, although I will still have to live with floaters and possible risk of de-attachment in the future. The surgeon is very vague about any relationship or cause related to my prior lasik, but my own research suggests a link.